Event description:
It was reported that the pt underwent a catheter replacement due to unspecified "problems". Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results: used for the catheter.